Manufacturer narrative:
Medtronic received the following information from the journal article entitled; late open conversion after thoracic endovascular aortic repair https://doi.org/10.1016/j.jvs.2018.11.019 hyun-chel joo, young-nam youn, joon ho kwon, jong yun won, do yun lee, young-guk ko, donghoon choi and kyung-jong yoo. J vasc surg 2019 vol 70 issue 2. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm on an unknown date. It was reported that 6 months later the patient presented with a type ia endoleak. An open conversion was carried out with total arch replacement.